Event description:
Report received indicate the patient experienced redness to the incision under the island pad prior to complaint receipt. The patient was unsure of the amount of drainage from the incision. Normal amount of post op swelling noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taking from the quality report evaluation: patient sensitivity to the dressing components resulting in an allergic response is anticipated for this product. Process controls for the manufacturing and packaging of this product are in place and are functioning properly.